Event description:
It was reported that the top insertion point of the inserter fell off when struck with a mallet. It then was then incapable of unthreading to release the stem from the inserter.

Manufacturer narrative:
Upon reassessment of the reported event, the product was determined to be not reportable. The initial report was forwarded in error and should be voided.